Event description:
A surgeon reported the viscosity of the solution was lower than usual. He felt the solution was watery. There was no pt impact associated with this event.

Manufacturer narrative:
The sample was received for eval. Test results for the retained samples were within specifications. The returned sample could not be tested due to not enough product available in the package. Device history records were reviewed, product met release criteria. There have been no other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).